Manufacturer narrative:
Investigation: visual inspection: during the visual investigation, a deformation of the housing surface was determined. Adjustment test: the progav was tested and is adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational. However the braking force cannot be measured due to the sterile packaging of the valve. Result: based on our investigation results, we can determine the valve was adjustable to all pressure settings. The fact that the valve was set to 0 cmh2o when it arrived at our facility proves that the valve must have been adjustable before it was deformed. The opening pressure on delivery was set to 5 cmh2o. At the time of the examination, it is not clear to us how the abovementioned deformation occurred. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that a progav shuntsystem (#fv434-t) was to be implanted. During the procedure the medical staff noticed that the progav was not adjustable and they decided to implant a back-up valve the complainant device was returned to the manufacturer for evaluation still in its original packaging. No patient complications were reported as a result of the revision procedure. No patient data available.